Event description:
Original stent once in place not long enough. Option chosen was to run smaller diameter stent through the existing stent's distal end. As the second stent slipped through the original stent the delivery and balloon assembly snagged on the original stent's strut. Balloon and stent dislodged from delivery making it impossible to retrieve without open heart surgery.